Event description:
The device would not form clips correctly during a lap chole. The first clip fired fine and then the 2nd, 3rd and 4th clips would not close all the way. The failure occurred under normal application of the device. The surgeon did not perform a cholangiography (it was not used to secure a catheter). There was no patient consequence and the procedure was completed with another 10 mm clip applier.